Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device dependent patient presented remotely via merlin.net transmission. Upon review of the transmission, eternal noise was being detected on the implantable cardioverter defibrillator. The patient is routinely undergoing electroconvulsive therapy. The patient was stable during and after the procedure. The device would be programmed with therapies off, in an asynchronous pacing mode and connected to external defibrillator during future sessions.